Event description:
New information indicated that the device was explanted. No additional information was available.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported premature battery depletion, which was caused by high current drain. The root cause of the high current drain could not be determined. After device software download, normal device characteristics were observed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention or patient symptoms were reported.